Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a ¿usual¿ dinner meal and expressed concern that the device was announcing and delivering lower insulin doses than expected for meals, while also frequently using meal announcements as a correction and intermittently using subcutaneous insulin injections outside the system; device data showed typical dinner doses of approximately 2.5¿3 units and the user was not consistently connected to the device for at least two hours. Symptoms included elevated blood glucose reaching 272 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no alerts for sustained hyperglycemia, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included review of device reports and user education on appropriate use of meal announcements and reliance on the device¿s correction algorithm, with plans for retraining to address potential dosing maladaptation. Investigation of this case revealed user technique issues, including use of meal announcements as corrections and off-system injections, along with periods of disconnection that could have affected algorithm performance. It was concluded, based on previously established findings for similar reports, that the cause was use error and off-label operation that led to algorithm maladaptation and suboptimal glycemic control.